Event description:
It was reported that during a ptca procedure, as the balloon catheter was being inflated to 6 atmospheres, it was noted that the balloon seemed to take on an abnormal shape. The balloon was deflated immediately. A dissection was noted after the balloon deflation. The dissection was noted to have traveled back to the left main. At this point the pt experienced reduced blood pressure, but was stabilized quickly. A stent was used to treat the dissection and it was deployed with good results. The diagonal was compromised, however, it reappeared.